Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 485 mg/dl, treated with manual shots and current blood glucose level was 479 mg/dl. Cannula was bent. It was unknown that the customer was used auto mode feature or not. The insulin pump will not be returned for analysis.